Event description:
Patient participated in a (B)(4) study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, spondylolysis, and spondylolisthesis, degenerative. Patient was implanted with a tplif spacer at levels l4-l5, with pedicle screws at l4 & l5. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 3 months. Surgery date was (B)(6) 2006, and postoperatively patient experienced dural tear, requiring repair with suture and tessel. This report is 3 of 14 for this event. This report is on the left screw at l4.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.